Event description:
A peritoneal dialysis (pd) nurse reported a patient was admitted to the hospital on (B)(6) 2014 to be treated for an infection. The patient reported to the pd nurse that there was no leak of fluid; however, he was concerned about the set being left in the cycler developing contamination. The pd nurse was contacted and stated that the patient lived alone in conditions that are relatively unsanitary; he also has very poor eye sight. The pd nurse stated there was aseptic technique. The following is from the medical records received from the patient's treatment facility: the patient was seen by his nephrologist and admitted to the hospital on (B)(6) 2014 with complaints of abdominal pain for one day. The patient stated that his effluent had become cloudy and he had periods of constipation. The patient was discharge on (B)(6) 2014 in stable condition, sent home with orders to continue vancomycin intra-peritoneal for two weeks at his pd clinic. The patient received one gram of intra-peritoneal vancomycin prior to discharge.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.